Manufacturer narrative:
The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct.

Event description:
It was reported that two screws backed out postoperatively due to the locking mechanism of the plate not covering the screws. The patient had anterior cervical discectomy and fusion surgery on (B)(6) 2015 at levels c5-c7. X-rays revealed that the locking mechanism was not covering the c7 screws and that they both backed out. No signs of non-fusion were reported, and it was indicated that fusion was occurring. The patient underwent revision surgery on (B)(6) 2015 with no further post-operative complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore device evaluation cannot be performed. Review of labeling for this device, device imaging, and provided information concluded that there is no evidence of a product defect or deficiency. At this time, the most probable root cause is unable to be determined with the information available. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.